Event description:
It was reported while using bd venflon¿ pro safety the catheter connection was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: description: white cap is very loose and falls right off as soon as you take the venflon out of the package. Consequences: cap falls to the ground, no longer sterile risks: no sterile cap, grab other cap, takes more time. Venflon already pricked. Can't change cap while pricking. For lot number involved, a complaint from the reinier de graaf hospital was also previously submitted to you on april 13. This one has your complaint number (B)(4).

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd venflon¿ pro safety the catheter connection was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: description: white cap is very loose and falls right off as soon as you take the venflon out of the package. Consequences: cap falls to the ground, no longer sterile. Risks: no sterile cap, grab other cap, takes more time. Venflon already pricked. Can't change cap while pricking. For lot number involved, a complaint from the reinier de graaf hospital was also previously submitted to you on april 13. This one has your complaint number (B)(4).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.